Manufacturer narrative:
No product will be returned for evaluation.

Event description:
The patient stated that she observed a blood glucose value of 303 mg/dl, which was higher than normal. She reported that her normal blood glucose range was 140-160 mg/dl. She stated that she believed her blood glucose level was elevated because she "felt sick". She also mentioned that she had "a cold" at the time. During troubleshooting with a company representative, she mentioned that she did not know if her infusion device had contributed to her high blood glucose level. She stated that she changed her infusion site and administered a bolus of insulin, which decreased her blood glucose level to "normal". The patient did not require assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.